Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate nst episodes and sensing integrity counter greater than 30 in 3 days. Beginning (B)(6) 2015, v sensing integrity counts up to 168; vt-ns episodes collected due to lead noise oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of short interval counts (sic) and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.